Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump. It was reported that the patient stated the handset was not working because they had increased the amount of medication, and several times when they bloused, right afterward, they had fainted and or had hallucinations. The agent reviewed they would not anticipate this to be due to the patient therapy manager (ptm) but per the programming of the pump. The patient stated he did not even like to bolus. The patient asked if the doctor could put on more than 4 boluses. The agent reviewed it was possible to program the pump to allow the patient's to bolus more than 4x a day but it was up to the doctor as he was the one managing the care. The patient stated he did not like to do the bolus. The agent reviewed flex dosing might be an option but again it was up to the doctor. The agent asked event date, but the patient did not provide.